Event description:
A 3.0 x 16 nir stent was in place in the circumflex coronary artery. There was a compromise of the 2nd obtuse marginal and this was opened with a 2.0 ace balloon. This opened the ostium, but there was a lesion downstream. A 2.0 ranger was used through the stent and when inflated it ruptured. The ranger could not be withdrawn through the side of the stent because the balloon had only partially deflated. Finally it did come out resulting in deformed stent, compromise of first obtuse marginal possibly from the guider, this was unclear. The 1st obtuse marginal was dilated with a 2.5 balloon, it was widely patent with a small dissection. Bypass surgery then became necessary.